Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of dopamine 8 mcg/kg via a pump, the patient's blood pressure acutely dropped and an immediate fluid bolus was needed to return the blood pressure to acceptable levels. During this time, it was noted that blood was backing up from the central line several inches into the line administering the dopamine. The line was flushed and actions were taken to return the blood pressure to normal and once again blood began to back flow. The patient became stable and it was noticed that fluids were no longer pushing through the 0.2 micron filter extension set. Once replaced, the fluids infused. Prior to this there were no changes to the line set-up, and the filter had been placed less than 24 hours prior, infusing d10 1/2 ns at 4 ml/hr. There was no lasting harm.

Event description:
The customer reported that during an infusion of dopamine 8 mcg/kg via a pump, the patient's blood pressure acutely dropped and an immediate fluid bolus was needed to return the blood pressure to acceptable levels. During this time, it was noted that blood was backing up from the central line several inches into the line administering the dopamine. The line was flushed and actions were taken to return the blood pressure to normal and once again blood began to back flow. The patient became stable and it was noticed that fluids were no longer pushing through the 0.2 micron filter extension set. Once replaced, the fluids infused. Prior to this there were no changes to the line set-up, and the filter had been placed less than 24 hours prior, infusing d10 1/2 ns at 4 ml/hr. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of a blood backflow was not confirmed however a leak from the female luer was noted. Visual inspection showed a crack in the female luer wall on the opposite end of the injection gate. No tool marks were observed. Functional testing confirmed leaking from the crack. The source of the leak is the crack in the female luer wall. The root cause of the crack could not be determined.